Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Unit was received with corroded motor, corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning after being exposed to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.